Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: f/g, promus element, mr,ous 2.25x16mm stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found the stent was damaged. The damage was noted across most of the stent; struts were distorted and stretched, with the exception of the 4 most distal stent struts. The greatest damage was noted at the proximal end of the stent with struts lifted from the stent profile, bunched together and flared outwards. The stent had moved proximally along the balloon, the distal end of the stent was situated approximately 1.5mm proximal to the distal marker band. Crimp markings were evident on the exposed balloon material. The proximal end of the stent was situated approximately 2mm proximal to the proximal marker band. The crimped stent od (outer diameter) of the undamaged portion of the stent was measured and was less than the maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped, evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issues with the hypotube. A visual and tactile examination of the outer and the inner lumen and mid-shaft section revealed no issues. The bi-component bond showed no signs of damage or strain. A visual and tactile examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 04-jan-2017. It was reported that crossing difficulties were encountered. The 90% stenosed, 14 x 2.25mm, eccentric, de novo target lesion with a bend of <=45 degrees was located in the moderately tortuous and non-calcified left circumflex (lcx) artery. After pre-dilatation was performed, a 2.25x16mm promus element ¿ drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed that the stent moved on the balloon and was damaged.